Event description:
It was reported that during a laparoscopic hand assisted hemicolectomy procedure, the bottom fell out of 3 devices. Pt was under anesthesia for 1 hour longer as a result. The procedure was completed with another device of the same product code.